Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "leaking." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. Deflation : observed one opening assessed as unidentified (tear) . Shell thickness within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported a right side implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "leaking." The device has been explanted and replaced.